Manufacturer narrative:
At this time, the product has not been returned. If the product is returned and the analysis is performed this report would be updated should further information be provided.

Event description:
It was reported that this right ventricular lead was explanted due to fracture and impedance issues with high pacing greater than 2000 ohms. Also, there was no capture at max output. No additional adverse patient effects were reported.

Manufacturer narrative:
Additional information has been requested to the representative. No further info concerning this report is available at this time. This investigation will be updated should further pertinent information be provided.

Event description:
It was reported that this right ventricular lead was explanted due to impedance issues with high pacing greater than 2000 ohms. Also, there was no capture at max output. No additional adverse patient effects were reported.